Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73d1800210 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the operative process of ligation of the clip came out closed without being used.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and adhesive residue was present on the handle. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device. A broken hook came out of the channel immediately following the first clip. No clip was in the next position in the channel. Three more attempts were made to fire the device, but no clip fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that a broken clip was in the channel. The bent rotation tab, misloading of the first clip, and the broken clip are all indications that the clips were out of position in the channel and stacking on one another. It was also found that the lubrication on the ratchets were not applied properly. The lubrication was not applied to the right spot on the ratchet which caused there to be an excess amount of force on the ratchet ears and trigger whenever the trigger was engaged. This resulted in the ratchet ears breaking and causing the clips to become out of position and stack on one another. The clips stacking caused a clip to break in the channel and it prevented the clips from firing properly. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The lubrication not being applied properly is an assembly issue. A non-conformance has been opened to further investigate this issue at the manufacturing site. The reported complaint of "clips coming out closed" was confirmed based upon the sample received. One device was returned with its rotation tab bent. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, it was found that the ratchet ears were broken , and a clip was broken in the channel. The one intact clip was unable to properly load into the jaws of the device. It was found that the lubrication on the ratchets were not applied properly. The lubrication was not applied to the right spot on the ratchet which caused there to be an excess amount of force on the ratchet ears and trigger whenever the trigger was engaged. This resulted in the ratchet ears breaking and causing the clips to become out of position and stack on one another. The lubrication not being applied properly is an assembly related issue. A non-conformance has been opened to further investigate this issue at the manufacturing site.

Event description:
It was reported that during the operative process of ligation of the clip came out closed without being used.